Event description:
It was reported that a malfunction alarm occurred, but no notable events took place prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Cts provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur.